Event description:
It was reported that during a routine follow up visit, the health care professional (hcp) called technical services (ts) for further review of this single chambered pacemaker system. Upon review, lead safety switch (lss) from bipolar to unipolar configurations was observed to have been triggered due to high out of range pacing impedances on the right ventricular (rv) lead. While in unipolar configuration, the pacemaker began to store myopotential oversensing noise episodes. Further review showed that the pacemaker system brady therapy was programmed off. No adverse patient effects were reported. At this time, the rv lead remains implanted.